Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User requested an extended bolus at 11:47pm of 20 units with 5 units delivered right away, and 15 units delivered over three hours. Insulin on board (iob) was 14.4354 units. Bg levels were not entered at the time of the extended bolus request. Cartridge change sequence was conducted on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Extended bolus request made during the late hours of (B)(6) 2017 could have caused bg levels to drop. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the bottom of the cartridge leaked after the cartridge was filled with 450 units. Reportedly, a new cartridge was loaded to address the event. The customer's blood glucose (bg) level was 160 mg/dl at the time of event. Additionally, it was reported that the customer experienced a low bg level of 60 mg/dl earlier in the morning. Reportedly, the cause of the bg level was unknown. However, the customer reported that the bg level may have been due to a bolus that was delivered the night prior. The bg level was addressed with dextrose pills. Reportedly, the customer did not think the low bg level was caused by the pump.